Event description:
2021-02-01: lens received at returns dept. In flat pack along with qf7534 product complaint form and qf8553 patient injury form. Patient injury form states 105 other injury- punctate keratitis and corneal edema secondary to contact lens. Product complaint form states d71 torn as the issue. 2021-02-15: RMA created at customer care dept. 2021-02-17: RMA received at qa and processed. All required information was included in both forms returned with the lens. Lens was inspected at qa: lens wetted upon opening flat pack. Measured lens base curve (7.7) is an exact match to lens specification. Measured lens power (-1.50) is an exact match to lens specification. Found torn skirt at surface inspection. The type of tear found is consistent with care and handling and not considered a manufacturing defect. Lenses go through 100% final inspection. DHR review indicates no correlation between the reported event and the lens processing history. Further device history record review confirmed there was no correlation between the reported event and the lens processing history. No further investigation is required. 2021-02-18: consultation (B)(6) reached out to ecp to confirm all information provided on patient injury form and product complaint form is correct. 2021-02-18: consultation confirmed treatment given to patient was not therapeutic, which was previously stated in patient injury form, chelsea stated treatment given to patient was palliative and prophylactic. Consultation will have ecp fill out new patient injury form to state what type of treatment patient received. As of (B)(6) 2021, injury has completely healed. 2021-02-23: consultation emailed new patient injury form (qf8553) and product complaint forms (qf7534) to qa from ecp to void previous patient injury form. Patient injury form states patient received prophylactic and palliative treatment- tobradex drops used 4 times per day (os) for 7 days for comfort and preventative. Condition resolved as of (B)(6) 2021. Under comments section ecp states: patient removed os cl on (B)(6) 2021. Foreign body sensation was felt w/photophobia. Pt. Seen (B)(6) 2021. Small tear was observed near the junction area in the skirt of the lens. Pts os revealed injection, mild superficial spk and mild superficial infiltrate. All symptoms had began to resolve at the time of the visit. Tobradex drops given for comfort and as a preventive measure. 2021-02-25: qf8559 MDR determination completed. *note: although the treatment patient received was prophylactic and palliative for comfort and prevention, synergeyes has decided to file. There is no way to confirm or rebut if the patient inadvertently put the cl in after it was torn.